Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors identified that may have led or contributed to the issue. It was stated that after the first use of the pressure regulating shunt, the liquid did not flow. It was noted there were no effects when using two sets of pressure regulating tools before and after the period. After the secondary use of the constant pressure shunt tube, the liquid still did not flow out. At present, the doctor was observing whether there are other diseases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with an external pressure regulating shunt due to hydrocephalus. The patient was in a coma pre-operatively, and they were still in a coma post-operatively. It was stated that in mid-september, the manufacturer representative had brought pressure adjusting equipment to the hospital, and the pressure of the patient was adjusted to 0.5, but when the pressure was measured, the pressure position was at 1.0. At present, the patient was in a coma and hospitalized in the surgical hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s first shunt was explanted, but was not returned for analysis. During the same procedure, the secondary constant pressure shunt was implanted, and the effect was not obvious. The doctor analyzed the situation and did not indicate that the patient¿s condition was related to the patient¿s shunts.